Event description:
The customer received a blood glucose reading on the contour meter that was 30-50 mg/dl higher than on a different meter. The specific results were not provided. Depending on the actual readings, the difference between them could fall in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. Strips were not expected to be returned for evaluation. Product was not replaced.